Event description:
Reporter indicated a vns therapy patient's vns was explanted in 2008. The reason for the explant was due to no improvement of seizures and discomfort at chest region. Also the patient reported she could feel battery moving and feels electric sensation going up her neck at times. Good faith attempts to obtain additional information have been unsuccessful to date.